Manufacturer narrative:
(B)(4). Physio-control evaluated the device and the therapy cable that was returned with the device. The electrodes that were used during the event, were not returned to physio for evaluation. Physio verified the reported issue when the customer's therapy cable was connected to the device. With a known good therapy cable, proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. The customer was advised to purchase a new therapy cable.  The cause of the reported issue was due to a failure of the therapy cable.

Event description:
The customer contacted physio-control to report that their device was used to treat a patient. The quik-combo adult pacing/defibrillation/ECG electrodes were applied to the patient but the device did not recognize the electrodes being connected and prompted 'connect electrodes'. The crew then manipulated the electrodes, the prompt 'connect electrodes' disappeared and the device functioned properly. However, shortly after, the device again lost connection with the electrodes and prompted 'connect electrodes'. The patient expired.&#1288;e delay in treatment was reportedly approximately 10 minutes. The patient's heart rhythm was reported to be asystole. No back-up device was used, and no defibrillation shocks were administered. &#62282;

Manufacturer narrative:
Physio-control further evaluated the quik-combo therapy cable and verified the reported issue. The cause of the reported issue was determined to be due to damaged inserts in the apex and sternum connector socket pins at the distal end of the quik-combo therapy cable (the electrode connector end). The contact tabs of the connector inserts were flattened and would make intermittent connection to the mating connector pins of the quik-combo defibrillation electrode connector. The cause of the damage to the contact tabs was not determined. (Note: the customer reported that the original defibrillation electrodes that were used during the reported event were discarded by the hospital staff. The customer reported that the defibrillation electrodes used during the reported event were quik-combo defibrillation electrodes.) The quik-combo therapy cable used during the reported event was manufactured in 2012 and appeared to be the original therapy cable that was shipped with the lifepak 20e defibrillator/monitor.  The reporter was advised that therapy cables and paddles are a critical part of therapy delivery and are subject to wear and tear.   The reporter was reminded of the recommendations from the device operating instructions regarding the periodic testing of these accessories as well as the replacement of these accessories every three years to reduce the possibility of failure during patient use.